Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Reportedly, the crt-p was explanted and was reused as an external temporary device. There were no additional adverse patient effects reported. The crt-p is still in service.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned. It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Reportedly, the crt-p was explanted and was reused as an external temporary device. There were no additional adverse patient effects reported. The crt-p is still in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.